Manufacturer narrative:
The sensitivity on this lead was reprogrammed to 10mv and the lead was left in unipolar pacing/ sensing. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that oversensing and noise were reported on this lead. No symptoms were mentioned.